Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer reported blood glucose levels of 64, 52 and 49 mg/dl. The customer stated that the paramedics felt the insulin pump settings were not correct. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The customer mentioned that he may have exposed the insulin pump to high magnetic fields during a medical procedure. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.